Event description:
A blood glucose test was performed on a patient with device #1 and results of "hi" and "hi" were received. Tests were run using a second device and the results was 'hi" a lab was taken and the result was 120mg/dl. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.